Event description:
It was reported the intraocular lens (iol) was observed to be dislocated at one day post operative. The lens was removed and replaced without complication.

Manufacturer narrative:
It was reported the intraocular lens was observed to be dislocated at one day post implant. The cause of the event was a distorted haptic on the iol. The lens was received for analysis and inspected under 10x magnification, a distorted haptic was confirmed. The lens met all manufacturing specifications prior to release. While the cause of this event is unknown, it does not appear to be related to the manufacturing process. All information available is included in this report.